Manufacturer narrative:
The device lot number was documented as unknown in the initial report. The device lot number has been updated as h123092331. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 3, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as jun 3, 2014 in the follow-up report. The device manufacture date has been updated as apr 3, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a central tenting surgical procedure, it was observed that the tip of the twist drill device was broken while in use with the short attachment device. According to the report, the breakage occurred during drilling of the second or third hole to free bone fragments. It was further reported that the handpiece was not tilted during drilling. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the broken part was found and not inside the patient. There was no x-ray necessary. The surgeon used an identical spare device to continue the surgical operation. The reporter clarified that "tilting" meant that the surgeon was using the device a appropriate fitting angle. Therefore, the surgeon did not exert any abnormal stress at the wrong angle on the broken part (handpiece) during use. The surgeon confirmed that the handpiece was not tilted to drill during the surgery. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the tip of the cutter was broken. The assignable root cause was due to excessive lateral or side to side force indicating component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.